Event description:
It was reported that the foot left siderail would not lock. No adverse consequence reported.

Manufacturer narrative:
Siderail carrier. Investigation determined that the siderail carrier was broken and therefore the foot end right siderail could not lock in the up position.